Manufacturer narrative:
The pump passed the self test and displacement test. The pump was monitored, no frozen display and pump error 3 alarm noted. Successfully downloaded history files and traces using thump. Pump error 3 alarm ((B)(6)) was recorded and found in the formatted history file on: (B)(6) 2024 15:17:04.000 (B)(6) 2024 15:27:13.000 pump error 53 alarm ((B)(6)) was recorded and found in the formatted history file on: (B)(6) 2024 15:17:04.000 (B)(6) 2024 15:27:13.000 per r&d engineer, pump error 53 alarm ((B)(6)) was triggered on motor mcu due to invalid ipc message - suspecting hw (memory corruption). Pump error 3 alarm ((B)(6)) was generated on main mcu as a consequence of pe53 and was expected. Please see below for pump errors/alarms noted 2 days prior to the event date 04-jan-2024 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2024 15:17:04.000 (B)(6) 2024 15:27:13.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Pump error 19 alarm ((B)(6)) was recorded and found in the formatted history file on: (B)(6) 2024 15:10:35.000 (B)(6) 2024 15:13:15.000 (B)(6) 2024 15:15:55.000 per r&d engineer, pump error 19 alarm ((B)(6)) was generated due to watch dog timeout: since one minute event was not received from motor for more than two minutes, ipc communication was working - suspecting the hw. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, 10833007doc. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. Customer alleged for frozen display was not confirmed. Pump error 53 alarm ((B)(6)), pump error 3 alarm ((B)(6)) and pump error 19 alarm ((B)(6)) were confirmed due to slight corrosion on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the main arm cannot communicate with the motor arm (pump error 3) and frozen display during connection. Troubleshooting was performed and found that the insulin pump performed safety checks and the error was found and was able to clear the alarm. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The insulin pump will be returned for analysis.